Event description:
Related manufacturing ref: 3008452825-2022-00049. During a ventricular tachycardia procedure, a pericardial effusion occurred. Difficulties were noted performing transseptal puncture. After approximately 45 minutes, the patient showed hemodynamic instability and pain. An ultrasound revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Additional information was received from the hospital on july 11, 2022. During the ablation procedure, after approximately 45 minutes, an iatrogenic pericardial effusion on the wound of the left atrium occurred during the transseptal puncture. The patient was transferred to intensive care. Degradation and cardiogenic shock of the patient 48 hours after the transfer, recovered by injection of dobutamine and noradenaline. According to the medical opinion, the hemodynamic deterioration is probably related to the pericardial effusion but also to a supraventricular arrhythmia in the form of flutter. A common flutter ablation procedure will be performed on (B)(6)alternating with a left flutter during the procedure, which will be reduced by electrical cardioversion but will not benefit from ablation. The patient was discharged from hospitalization on (B)(6) 2022.

Manufacturer narrative:
Additional information: b5.